Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted. Updated information: 3a patient sex, b5 adverse event updated, d6a d6b, implant and explant date.

Event description:
The patient underwent revision total knee arthroplasty of the right knee for loosening of prior components. The femoral component was removed using a microchoice and osteotome with minimal bone loss. The tibia was subluxed forward and a microchoice was used about the prosthesis to loosen it. The tibial component was able to be removed with minimal bone loss. Trial components were placed, and stable fixation with acceptable flexion/extension was achieved. A polyethylene insert was placed, and the joint was copiously irrigated. The patient tolerated the procedure, was awakened from anesthesia, and transferred to pacu in stable condition.

Manufacturer narrative:
The adverse event is filed under aesculap reference no. (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with a component of columbus knee system. According to the complaint description, this knee implant was "defective and failed prematurely because the ceramic coated surface fails to properly adhere to the cement". There was postoperative mechanical loosening. It was noted that the surgeon easily removed the implant by hand during the revision. Additional information was not provided.

Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The adverse event is filed under aesculap reference no. (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation results: the complained medical device was not made available for investigation. The investigation was based upon batch history review, historical data analysis, event description and review of a pictures. The provided pictures show the following situation: the femoral component (nx033z) shows bone cement adhesive on nearly the whole intended area. The tibial component (nx055z) shows bone cement residue on approximately half of the intended area. The device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that there are no similar complaints filed against the affected batch number. Conclusion/preventive measures: on the basis of the current information and without the complained medical device being available for investigation, a clear root cause cannot be drawn. In the event that the complained medical device will be provided for investigation in the future, an update of this report will be provided unsolicited.

Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Additional information: b5 - description update. B7 - patient medical history.

Event description:
Update: a revision of the right knee total knee arthroplasty (tka) was performed (B)(6) 2024 due to gross instability. Findings included loose tibia and femur and patellar button.